Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the homechoice (hc) during use, during drain 2 of 5. The baxter technical service representative (tsr) had the home patient (hp) cycle power to press go to start. They had the hp disconnect and remove the cassette. The tsr explained the alarm and assisted the hp to clear the alarm. They advised them to contact the nurse. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 in regards to a system error 2367 alarm and she was able to resume therapy after starting over with new supplies. She said she did not notice anything unusual with any of the previous supplies. She did not have a sample available or a lot number. She said she has had multiple issues with the machine, a check lines and bags alarm, a system error 2240 alarm and she finally ended up swapping out the machine. Since getting the new machine, she said she has not had any further issues. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.